Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken reservoir tube lip, partially broken retainer, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and keypad overlay texture damage. Cosmetic damage was confirmed at the back. Partially broken retainer ring was noted and confirmed during visual inspection. Moisture damage was noted found on the battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) on the pump. The customer reported no adverse event. Troubleshooting performed partially. The event involved product(s) mmt-1886. After product analysis, physical damage (crack or scratch) on the pump related to the retainer ring found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1884 was requested and customer returned the device.